Event description:
The problem was observed on 2/18/98. Upon opening the package, it was discovered that the internal valve was not properly placed in position. It was pushed back and would not return to the proper position.